Event description:
It was reported that the "battery is not working". Attempts to inquire whether the pump was used on a patient, if medical intervention was required, how the issue was resolved, and the current health status of the patient were unanswered by the customer. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
Qn# (B)(4). Returned for investigation were 2 batteries. The samples were returned in a brown cardboard box with protective shipping packaging. Visual inspection of the batteries was performed and no abnormality was noted. The second upgrade battery was installed into a known good ac3 for functional testing. The iabp powered up successfully with no alarm, all voltages were present (+5v, +12v and -12v) and within specifications. The battery load test was performed. The iabp was run on battery until the iabp shut down. The batteries were then left to charge in the iabp for over 9 hours. The full charge of batteries was 13.1 volts. Pumping was initiated. The iabp gave a proper alarm when disconnected from the ac power. The iabp alarmed "less than 20 minutes remaining" after approximately 22 minutes when running on battery power. Within 1 minute of that alarm, the iabp alarmed "less than 10 minutes remaining" and "less than 5 minutes remaining". The total battery runtime was approximately 23 minutes. The original battery was installed into a known good ac3 for functional testing. The iabp powered up successfully with no alarm, all voltages were present (+5v, +12v and -12v) and within specifications. The battery load test was performed. The iabp was run on battery until the iabp shut down. The batteries were then left to charge in the iabp for over 9 hours. The full charge of batteries was 13.1 volts. Pumping was initiated. The iabp gave a proper alarm when disconnected from the ac power. The iabp alarmed "less than 20 minutes remaining" after approximately 22 minutes when running on battery power. The iabp alarmed "less than 10 minutes remaining" after approximately 36 minutes when running on battery power. The iabp alarmed "less than 5 minutes remaining" after approximately 43 minutes when running on battery power. The total battery runtime was approximately 58 minutes. Note: per operator's manual "the battery should be maintained at full charge whenever possible. Arrow international recommends that the ac3 be kept plugged into a proper ac receptacle whenever possible including time when the unit is in storage or not in use. The power indicator will illuminate when ac power is present. The batteries should not be stored in a discharged state." A device history record (DHR) review was conducted for the lot numbers with one finding. The finding is relevant to the reported complaint; however, batteries are 100% inspected and the affected batteries were returned to the vendor. The reported complaint of "the battery is not working" is confirmed. The returned batteries failed the battery load test. During the complaint investigation, the pump operated on battery power for approximately a total of 81 minutes after a full charge. The DHR was reviewed with one relevant finding; however, the affected batteries were returned to the vendor. The received product did not meet test specifications during the complaint investigation due to the short battery run time. A definitive root cause could not be determined but a potential cause of the short battery life is a result of maintaining of the battery. No further action required at this time. This will be monitored for any developing trends. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn#(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the "battery is not working". Attempts to inquire whether the pump was used on a patient, if medical intervention was required, how the issue was resolved, and the current health status of the patient were unanswered by the customer. If additional information is received, the complaint file will be updated.